Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was returned and analysis found the ins setscrew was backed out too far. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Tined lead (B)(4) was returned and analysis found stim lead body stretched electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was stretched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1d33l serial# implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that lead was going to be replaced on (B)(6) 2017. The manufacturer representative (rep) later indicated that the patient was brought into the operating room because the device wasn't helping, they experienced a return of symptoms, and the impedances were greater than 4000 ohms per the healthcare provider (hcp). After an improved/new lead was placed in comparison to the previous placement, the hcp opened up the implantable neurostimulator (ins) pocket and the old lead was not connected to the ins. The hcp decided to put in a new ins. Impedances were tested, and everything was working well. The issue was reported as resolved. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) was received. It was reported that the doctor stated that the initial placement was very difficult. The rep had no information regarding how or why the lead was not connected to the battery.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1d33l, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received from a rep.

Event description:
Additional information received from patient reported that they had urinary leakage, frequency, bladder hurt, had to use 3 to 4 pads daily and up like 3 times in the night. The circumstances led to me having lead replacement not having a good life.  Now they had a life again as they down to 1 pad a day. Patient's weight was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the initial placement being very difficult was due to the patient¿s habitus and that the lead and battery disconnected at revision. It was noted the return of symptoms after stage ii was now resolved after revision surgery, and that the patient was doing great. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the symptoms related to the need for a lead replacement was that there was no improvement in symptoms after (initial) battery placement. It was determined the cause of the need for a lead replacement was that the lead came unplugged from the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.